Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2012. The patient presented in 2020 and had loose glenoid - loose pegs. The patient was revised on (B)(6) 2020. The case report form indicates that this event is definitely related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2020.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2020-00598.